Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause of pqq-pd lot pt2717 read low in meter glucose readings is due to returned strips were left outside of returned vial for prolonged of time or were exposed to a humid environment.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated his normal blood sugar range of reading is between 80-120 mg/dl fasting and 120-140 mg/dl within two hours after eating. The customer feels well and did not report any symptoms. Medical intervention is not reported at this time. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 132 mg/dl and 128 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).